Manufacturer narrative:
From the evaluation, as the bolt worked loose from the leg, the continued use of the walker caused the inner threads of the leg to wear. Over time, the threads were worn to the point where the bolt and caster assembly became detached from the leg.

Event description:
Per customer - the front right caster threads are stripped. No injury or fall occurred.